Event description:
During the procedure, the patient developed spasm around initial stent which caused dissection to distal edge of stent requiring additional stenting. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the mid right coronary artery (rca). The reason for the intervention was stable angina pectoris. The lesion was de novo. The length of the lesion was 13mm. The rate of stenosis was 70%. There was no thrombus present at the delivery site. The lesion was not pre-dilated. A cypher (cxs13300/ lot 15076317) stent placed in the lesion and deployed at 20 atmospheres (atms). Because the stent was under-expanded the physician post-dilated the stent with a dura star 3.0x10 taken to 24atms for 11 seconds. During the procedure, the patient developed spasm around the stent which caused dissection at the distal edge of the stent requiring additional stenting. Two additional stents were placed overlapping, with good results. Twenty-one days after the index procedure, the patient experienced atypical chest pain. Subject underwent stress testing showing no changes. Cardiac enzymes were negative. An angiogram was not performed to check the patency of the stents. The patient was discharged two days later and is reportedly doing well.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products: abciximab, altace, aspirin, beta blocking agents, heparin-fraction, hmg coa reductase inhibitors, lipitor, prasugrel, prevacid.concomitant devices: cxs13300 / lot 15087071 and cxs18300 / lot 15093159 please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00221and 9616099-2010-00559.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a coronary artery spasm and dissection post-dilation of a coronary artery stent. The patient's medical history is significant for hyperlipidemia, family history of coronary artery disease and smoking. The indication for the procedure was angina. The target lesion was mid right coronary artery (rca). The lesion was described as de novo, 13mm in length, 3mm in diameter and 70% stenosed. The lesion was direct stented with a 3.0mm x 13mm cypher stent at 20 atmospheres. Because the stent was under-expanded the physician post-dilated the stent with a dura star 3.0 x 10 taken to 24 atms for 11 seconds. During the procedure the patient developed spasm around the stent which caused dissection at the distal edge of the stent requiring additional stenting. Two additional stents were placed overlapping, with good results. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Vessel spasm and coronary artery dissection are known potential adverse events associated with implanting coronary artery stents. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. . The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the information provided suggests that the event is related to the inherent risk of the procedure. There is no indication in the information provided or the DHR review of a design or manufacturing related issue therefore no corrective action is required. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00221 and 9616099-2010-00559.